Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer would not open and was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open and was not detected on the bus after reboot. Field service engineer (fse) found that none of the drawers were detected. Fse turned off the windows firewall, after which all drawers came online and were visible in both the test and main application. The customer verified functionality. The system functioned as intended after the field service engineer resolved the issue on the device.